Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm)) was returned for failure analysis, and the reported error was confirmed and replicated. The 31226 error was found in system logs, indicating a clock spring fiber error and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the clock spring fiber, replicating the reported event. Once testing was completed, the clock spring fiber was applied behavior analysis (aba) tested and verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the clock spring fiber was found to be the root cause of the reported event. The reported bubble calibration errors also were confirmed and replicated. The usm was then installed onto a pftp where the sensors check was found to be failing on the yaw axis, replicating the reported event. The probable root cause of the bubble calibration issues is attributed to sensor errors from a defective yaw searchlight assembly located on usm2. These issues can be resolved by replacing the affected usm.

Event description:
An intuitive technical support engineer (tse) identified an error in the system health report when conducting the error log review. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm1) and usm2. The system was tested and verified as ready for use. Isi did receive usm 1 involved with this complaint to perform failure analysis. The usm1 was returned for failure analysis, and the reported 31226 error was confirmed and replicated. In system logs, the 31226 error was found indicating fibers errors on the upstream link to axes controller, motor (acm) from axes controller, spar (acs), and downstream link to acm from axes controller, arm (aca) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring and rolling loop fibers for reading below 75 rx power. Once testing was completed, the clock-spring, and rolling loop fibers were tested and verified to be the source of the fault. The clock-spring and rolling loop fibers assemblies were found to be the root cause of the reported event. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.